Event description:
After years of sickness to include exhaustion and depression I proceeded to obtain consultations to have my gel implants removed. Due to the high cost in the u.s I decided to go to a highly reputable surgeon in (B)(4). He requested I undergo various medical exams which included an (B)(6); to my horror the (B)(6) came back (B)(6). How could this be? I have had only one sex partner all of my life. He would not proceed with the surgery due to my results. At that time I pleaded and assure him this was an error. My husband of 38 years agreed to be tested and I had a second blood test. His results came back negative mine positive again. At that time we proceeded with a dna test which came back negative. Dr. (B)(6) agreed to proceed with the removal of breast implants on (B)(6) 2015. When he opened me up he found a rupture of the right implant the surgical procedure took 8 hours due to the infection surrounding the implant. He put me on antibiotics and had me re-tested for (B)(6) virus one month after removal of gel breast implants. My blood work came back negative. It is clear that absent removal of the gel implants the autoimmune decrease I had due to the leaking of the gel implant would have caused my death. I plead for the FDA to completely remove and recall the mentor gel implants from the market as the leaking is life threatening even though the blood work and (B)(6) test came back negative one month after removal of the gel breast implants. I continue to have some of the symptoms to include swollen lymph glands and sore throat. Unfortunately, I don't have medical insurance at this time to continue monitoring my condition. Event abated after use stopped or dose reduced? Yes.